Event description:
The customer reported that the device, td8509.5, concept grafix tunnel dilator 9.5 mm, was being used on (B)(6) 2025 during an acl and the "dilator broke when trying to take it out. They used a vise-grip to take it out. The lot number was scratch by the vise-grip usage and therefore not readable anymore¿. There was no impact or injury to the patient or user. The procedure was completed without the use of an alternate device. There was a 20 minute delay to the procedure. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
Reported event of the device being broken is confirmed. The device will not be returned for evaluation, but photographic evidence has been provided. The root cause cannot be determined, however, based on the photo and the risk documentation the likely cause is excessive force during use. Although this is a reusable device, it is not serviceable. Therefore, a service history is not available for review. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 6 reports, regarding 8 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, td8509.5, concept grafix tunnel dilator 9.5 mm, was being used on (B)(6) 2025 during an acl and the "dilator broke when trying to take it out. They used a vise-grip to take it out. The lot number was scratch by the vise-grip usage and therefore not readable anymore¿. There was no impact or injury to the patient or user. The procedure was completed without the use of an alternate device. There was a 20 minute delay to the procedure. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.